Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that post implant, an x-ray indicated the atrial lead had dislodged. The patient was returned to the cardiac catheterization lab where the atrial lead was repositioned. There were no patient complications reported as a result of this event.